Event description:
On (B)(4) 2013, it was reported that the patient switched to her backup infusion device and her blood glucose level went down to 2.2 to 2.4 mmol/l (39.6 to 43.2 mg/dl). Her normal range is 5 to 7 mmol/l (90 to 126 mg/dl). She thinks the backup device does not deliver an accurate amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.